Manufacturer narrative:
Concomitant medical product: 5076-52 lead, implanted: (B)(6) 2008.

Event description:
It was reported that the patient experienced pocket pain. The implantable pulse generator (ipg) was relocated to the right side and the right atrial (ra) and right ventricular (rv) leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.